Event description:
Guide rod model #11-2021, serial #4a 63900 has an enlarged area at the distal tip which is utilized to remove flexible reamer when they lodge in the intramedullary canal. This guide rod passed straight through the reamer because the enlarged distal tip of the guide rod was not large enough to extract the reamer. The surgeon made a window in the femur to extract the reamerdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.